Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. D10: the altis device is captured under a separate medwatch report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced protrusion of the mesh, extrusion, excision, bleeding, infections, pelvic floor disfunction, pelvic pain, vaginal pain, dyspareunia, urinary urgency problems, scarring, difficulty with daily activities, and permanent and substantial physical deformity, which ultimately required surgical intervention and removal of mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. D10: the altis device is captured under a separate medwatch report.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to urinary tract infection, bacterial vaginosis and yellow/gray discharge. Exploratory laparotomy with removal of eroded restorelle y. Intraoperative findings: eroded vaginal mesh across the apex of the vagina. Area of the mesh near the left side of the cuff with brownish black inflammatory exudate. Mesh was eroded into the vagina pathology: mesh (gross diagnosis): benign fibroadipose tissue with chronic inflammation, hemorrhage, and reactive changes. Specimen consisted of two segments of pink-purple mesh with attached membranous tissues (4.0 x 1.5 x 1.0 cm and 2.5 x 1.0. 0.3 cm). Foreign body culture positive for gram negative rod and streptococcus anginosus group.